Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a distal pacreatectomy/splenectomy procedure on (B)(6) 2016 and the barbed suture was used to close the cut side of the pancreas during the procedure. After the procedure, while the patient was in pacu, hematoma was discovered. The doctor opined that barbs are not strong enough to hold tissue. Additional information has been requested.